Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance was noted on two of the non-programmed vectors of the left ventricular (lv) lead. The permanent programmed vector was otherwise stable. Device reprogramming was conducted to temporarily change the vector but it was unsuccessful as the pacing impedance in the temporary vector was still high. The physician elected to reconfigure the settings back to its original vector to resolve the event. The patient was stable with no consequences.